Manufacturer narrative:
The device was returned to the authorized service provider. The reported issue was confirmed and linked to a faulty inspiration block and o2 sensor. To rectify the problem, the inspiration block and o2 cell were replaced. Preventive maintenance along with a comprehensive functional inspection was carried out with passing results. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
The customer reported that the ventilator experienced an o2 sensor failure, lacked o2 dosage, and displayed error id271 and id278 errors. Complainant did not indicate that there was any patient involvement during the reported malfunction.